Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to osseointegration failure 7 months after implant surgery. The doctor indicated that bone resorption and periodontal diseased may have caused the implant removal. The patient had no significant medical history and has been recovered without complications.